Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no information). An optician reports a patient with an overcorrection in the left eye following lasik surgery. Patient records were received and indicated the patient experienced some residual astigmatism. However, at 6.5 weeks post-op the patient's ucva improved from 20/400 to 20/20.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).